Event description:
It was reported that the patient had a fractured sacrum. The surgery for the fractured sacrum installed the iliac connector and the rod. It was performed with a screw getting to the l4 and ilium. During fastening the device, after the destruction for reduces, the device accessory clamp f/iliac connector, f/fixed length (art.no.04.621.275s) was broken while he was fastening the device. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso5832-11) tan. The broken surface shows an unevenly surface, what indicates to us that the clamp for iliac connector is broken due to mechanical overloading during use. We have to assume that a short time overloading associated with excessive bending moment led to the breakage. No product fault could be detected.